Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt received a pump exchange. When the pump was extracted, a clot was seen in the pump.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.